Event description:
Pt used the product for diabetes condition. They did not disconnect from the machine as instructed by the product directions when re-filling the reservoir with insulin. As they were filling the reservoir the machine injected the entire amount of insulin instead small continuous amount of insulin. The pt was taken to hosp.